Event description:
Boston scientific received information that this pacemaker exhibited low out-of-range pacing impedance measurement and high pacing thresholds. This device was explanted due to elective replacement and was successfully replaced thereafter. Additional information obtained from the field representative indicated that the source of low out-of-range pacing impedance measurement was not conclusively determined. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.